Manufacturer narrative:
(B)(4). (B)(4).

Event description:
It was reported the a sensor stopping occurred. Data was evaluated and the allegation was confirmed as early sensor expiration. The probable cause of the sensor expiration could not be determined. The reported event of a sensor stopping is reportable based on the finding of early sensor expiration. No injury or medical intervention was reported.